Event description:
Reporter alleged the meter's memory had the results of 323 mg/dl and 61 mg/dl back to back within 10 minutes on the advantage system. No actions were reported taken or treatment received. No adverse event reported. Replacement of the affected product was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.